Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2015 at approximately 8pm in the evening. The patient manages his diabetes using an insulin pump and reportedly continued with his usual dose of medication (total rate of 45 units a day of humalog insulin including basal and bolus rate) including sliding scale on (B)(6) 2015 at 6.30am, after the alleged issue began. The patient reported experiencing symptoms of excessive thirst and lethargic approximately 6-7 hours after the alleged power issue began, and denied receiving any treatment or any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr identified that there had been some patient misuse of the product. The csr was unable to resolve the issue during troubleshooting, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.